Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: the device failed to fire the clips successfully? Yes. Did the devices fire any clips and then jam? No. Did the clips feed into the jaws sideways? No. Did the device drop or eject from the jaws of the devices? No. Were the clips malformed? Yes ¿ clips were placed with the limbs askew. Response: clip applier (fresh from the packet) placed the clips with the limbs askew. There was no obvious trauma to the device during use, although I suppose it is feasible that the port valve damaged the tips, however I ended up using haemolocks successfully.

Event description:
It was reported that the device failed to fire clips successfully during a procedure performed by the surgeon. The procedure was completed using another device. No patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was the tip of the device damaged? No clear / obvious damage to the device.